Manufacturer narrative:
Outcome: was admitted to hospital for evaluation. Concomitant medical products: product ID: 978b128, lot#: va27m45, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient that was undergoing an advanced evaluation with an external neurostimulator. The patient's medical history included overactive bladder, fecal incontinence, and radiation therapy. It was reported that the patient called the rep to tell them that they woke up at 1 a.m. Having a lot of stimulation from the device in their pelvis and all the way into their head, causing a bad headache. They then told the rep that it was making them have suicidal thoughts. They checked the stimulation level, which was set at 0.1 ma. The rep instructed the patient to turn it off. The patient said the headache did not resolve, but it was possibly getting better. The rep texted the patients physician to notify them immediately of the suicidal thoughts. The rep also contacted the police in the patient's city to request a wellness check and were told that the police would be right over. That evening the rep received a message from the physician that the patient had been taken to the hospital for evaluation and was doing okay. Later that evening, the rep received a phone call from the patient requesting that their device be turned back on. The rep explained that they would not turn the device back on that night. The rep followed up with the physician to let them know that the patient had requested the device be turned back on and that the rep was not comfort able being involved in the process. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had all stage one implants removed on (B)(6) 2020.